Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that last week the patient had crazy strange burning right in the middle of their back kind of where the leads are anchored. It felt like someone was just stabbing them with pain in the middle of the back and it burned. The patient said she is usually a "couch potato" but she did do some painting standing on a ladder and said she had to lower it. If she put her hand over her head, she was in trouble. Caller was redirected to the healthcare provider (hcp) to check internal equipment. The patient had an appointment (B)(6) 2020. No further complications were reported/anticipated.